Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. Dianeal therapies were ongoing. After being hospitalized for four days, the patient was discharged. The patient was recovering from the peritonitis. Additional information was requested but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.